Event description:
It was reported that the pt was experiencing sound quality issues and pain. Device testing yielded an abnormal response. The pt's device was explanted. The pt is reportedly still experiencing pain. Reimplantation will be considered once the pain has resolved.